Manufacturer narrative:
Findings: pump received with missing segments due to cracked and bleeding lcd glass. Unable to perform the displacement test due to missing segments. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had a damage. Customer's blood glucose was 7.9 mmol/l. The customer stated that there is a crack on screen. Customeer does not know how the damage occurred. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was advice that the device would be replaced and agreed to return the product for analysis.